Event description:
Small bovie cautery burns on both lateral upper eyelids due to defect in cautery instrument. The incident was reviewed indicating a defect in the electrocautery probe that left a burn mark on both upper eyelids.